Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noisy signals and inhibited pacing on the right ventricular (rv) channel. Technical services (ts) provided a resolution recommendation. The boston scientific representative later emailed ts indicating that there was blood and air in the header, which caused the oversensed signal. The physician opened the pocket and placed a temporary wire to disconnect the right ventricular (rv) lead. The lead was wiped, and the header was cleaned, which resolved the issue. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noisy signals and inhibited pacing on the right ventricular (rv) channel. Technical services (ts) provided a resolution recommendation. The boston scientific representative later emailed ts indicating that there was blood and air in the header, which caused the oversensed signal. The physician opened the pocket and placed a temporary wire to disconnect the right ventricular (rv) lead. The lead was wiped, and the header was cleaned, which resolved the issue. The device remains in use. No adverse patient effects were reported.